Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device recovered about 30 to 40 minutes after MRI. There were no symptoms associated with the event. It was noted that everything was fine and patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that a motor stall was confirmed in the event logs with no motor stall recovery recorded. Motor stall was caused by patient having MRI. It was noted no audible alarms and no reported symptoms. It was also noted it had been 30 minutes since the MRI with no motor stall recovery and the pump was first checked a few minutes before reporting event. Lioresal was in the pump. Additional information has been requested, but was not available as of the date of this report.